Event description:
The facility biomedical technician reported that the handpieces were getting hot. The scrub technician stated a corneal burn occurred. The surgeon mentioned the phaco handpiece felt hot and removed the tip. The case was completed. The scrub technician stated the occlusion bell sounded once before the surgeon pulled the tip from the eye. The patient was in some discomfort post operative. Additional information from the surgeon states the case took an hour and a half to perform. The surgeon was unsure if he heard the occlusion bell. The incision site was milky with striae (swollen), the iris had prolapsed and was entrapped in the wound with a tear of the iris at the pupil, and the implant was in place. The surgeon stated he usually starts the irrigation prior to inserting the tip into the eye, and has the bottle height high. The case was extended due to the corneal tissue being necrotic at the wound site. The 10.0 nylon sutures would not hold the wound close so he had to use a 9.0 nylon suture. The surgeon stated he closed the wound with 4 - 5 stitches. A high level of astigmatism is noted. The patient was prescribed an ointment, which contributes to her decreased vision acuity. The surgeon is unsure if the patient will need additional surgery. The sutures will be removed in about 8 weeks.

Manufacturer narrative:
The company service representative examined the system and checked the phaco handpieces. No problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique, and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on 09/09/2009.